Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat paroxysmal atrial fibrillation (a fib) using an intellanav stable point open-irrigated catheter the patient experienced cardiac tamponade. No transseptal puncture was required for this procedure as they were able to make use of a previous puncture. They mapped the issue using the stable point catheter and then performed ablation with the same device. At the end of the ablation there was no big impedance drop and the patient's blood pressure dropped. Cardiac tamponade was identified, and the fluid was drained. The procedure was stopped after the tamponade so they could stop administering heparin and the patient is expected to make a full recovery. The physician suspected the cause was a dissection of the coronary sinus. The catheter is not expected to be returned as it was disposed of by the site.